Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being shocked twice by the cardiac resynchronization therapy defibrillator (crt-d) and then again three days later. Follow up yielded no further information. The device remains in use. No further patient complications have been reported as a result of this event.